Event description:
Arthritis due to gout [gouty arthritis]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedist regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis of right knee. The pt's medical history was significant for artz therapy for 5 weeks ((B)(6) 2012) and complained bad condition of right knee. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, in (B)(6) 2012, the pt received second synvisc injection and on (B)(6) 2012, he had third synvisc injection. On unspecified dates in (B)(6) 2012, arthrocentesis was performed and 7.8 ml (gout value high), 5.8 ml and 8.2 ml of fluid were aspirated. The blood test performed in (B)(6) 2012 (date unspecified) and gout was diagnosed from it. On (B)(6) 2012, the pt developed swelling in right knee. The same day, arthrocentesis was performed and 59.4 ml of fluid was aspirated. On an unk date, in 2012, he was diagnosed with "arthritis due to gout." The event of "arthritis due to gout" was treated with a medication (unspecified drug). The swelling of right knee recovered on (B)(6) 2012. The physician reported that macromolecule of synvisc induced stimulation of gout factor. The event of "arthritis due to gout" was assessed as medically significant. The action taken with synvisc treatment was not provided. The intensity for the event of "arthritis due to gout" was not provided. The reporting physician assessed the relationship between synvisc and the event of "arthritis due to gout" as probable.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.